Manufacturer narrative:
This report is being submitted as follow up no. 2 to update device evaluated by MFR, and to provide the completed investigation results. Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6f angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath. The carrier tube assembly was returned as well. Visual inspection revealed that the arteriotomy locator was found to be mated with the hemostasis sheath; however, it was not snapped on completely. The carrier tube assembly appeared to be unused but was not within its original packaging. Upon microscopic analysis, it was noticed that the blood inlet holes of the locator and hemostasis sheath were not aligned. Functional testing was performed, and the locator was removed and reinserted into the hemostasis sheath and a tactile snap was audible. The alignment of the blood inlet holes was checked and no anomalies were found. The blood outlet holes were checked for flash or other obstructions and none were found. The locator was removed from the sheath hub for dimensional analysis. The hemostasis sheath blood inlet holes were measured and found to be 0.038" which is within manufacturer specification. The arteriotomy locator blood inlet holes were measured and found to be 0.055", which is within manufacturer specification. All measurements were found to be within manufacturer specification. Angio-seal vip IFU states: a. Locate the artery: step 3: "insert the arteriotomy locator into the angio-seal insertion sheath, making sure the two pieces snap together securely." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the locator was not completely mated with the hub of the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used after a percutaneous coronary intervention (pci). The backflow of blood did not stop; when the insertion sheath assembly was inserted into the artery, the backflow of blood was observed. However, when the assembly was withdrawn upward and came out of the artery, the backflow of blood did not stop. The dropping speed was slower than the speed of the backflow of when the assembly was inserted into the artery. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage to the patient. Blood loss was less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in concomitant medical products, and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.